Event description:
Dr. (B)(6) office has reported to linkbio, on (B)(6) 2025, that this patient will require a revision of the existing link device with a custom-made implant. Dr.(B)(6) believes the current in-situ link device contributed to the need for revision, as the plastic in the tibial component is compressible and is causing the patient pain.